Manufacturer narrative:
Section d10 references: product ID: neu_recharger_acc, serial# unknown, product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported the reason for the connection issue was that it was hard to keep the recharger on the chest, but someone told them about adhesive discs, so they got some of those which helped. The consumer felt misinformed as the manufacturer¿s representative (rep) told them they would only need to charge 30 minutes a week, but it wasn't enough based on their settings as they needed to charge every 5 days for more than 30 minutes.

Event description:
It was reported that the patient (pt)  wishes they had the non rechargeable because of their charging experience with the implant so far. A manufacturing representative (rep) had told the pt to charge the implant for 30 minutes every other day and that should be sufficient for pt. Pt rep said this wasn't sufficient for pt and pt's therapy ended up shutting off because the battery level on the implant went below 20%. Pt rep said implant battery sometimes was taking more than 30 minutes to charge from 50% to 100% like the rep had said it would take. Pss reviewed recharging expectations with pt rep. Ps reviewed use of drape/using recharging app to ensure excellent connection while charging. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the consumer, reported the cause of the recharging issue was user error. Training was provided and the patient was now charging fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.